Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ orange particles observed inner the device. ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and textured exchange due to the patients concern with the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation and textured exchange due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.